Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source main lamp did not light, but the spare lamp did. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event was confirmed by the repair center and the root cause could not be identified. Based on the results of the investigation by the repair department, a failure of the power supply unit was found. It is presumed that the main lamp does not light, but the spare lamp lights due to the faulty power supply unit. Olympus will continue to monitor field performance for this device.